Event description:
Procedure: lap ventral hernia repair. According to the reporter: the surgeon (B)(6) used a covidien optical entry 5mm port onbfca5st for the initial entry into the right upper quadrant. The surgeon appeared dissatisfied with his view of the abdominal cavity and a second 5mm optical entry was used to gain entry in the patient's midline and assess the position of the initial port. Upon entry, the initial port was observed to have perforated the small bowel and appeared to be insufflating the bowel rather than the abdominal cavity. Upon realizing the bowel had been perforated, the surgeon converted the laparoscopic ventral hernia into an open bowel resection to address the perforated bowel. Corrective action: (B)(6) indicated that he had operated again on the patient to perform the planned ventral hernia and that she was doing well and that he was happy with her post-operative recovery.

Manufacturer narrative:
(B)(4).